Event description:
It was reported that during a generator replacement surgery, high impedance was identified after the new generator was connected to the lead. The generator was tested with a test resistor and the values were within the expected range. No pre-op diagnostics or interrogations were performed. It was also stated during the surgery that the patient had been experiencing an increase in seizures while the generator had been depleted. No additional relevant information has been received to date and no known surgical intervention has occurred to date.

Event description:
It was reported the patient underwent lead replacement surgery. Prior to replacing the lead the surgeon did not attempt to reinsert the old lead into the generator. Following the surgery the explanted lead was discarded.